Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified proximal right coronary artery (rca). After pre-dilation, a 4.00x16mm synergy stent was placed. Then a 5.00mmx8mm balloon nc emerge® balloon catheter was advanced for post dilation. However, during the third inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.